Event description:
Sjogren's and anatomical; my bii syndrome journey I had double mastectomy 10 years ago. Then I had diep harvest in my right breast with a saline implant; and a saline implant in my left breast. Over time, I began to have vision concerns. Diagnosed with fuchs dystrophy, cvs, and severe dry eyes. I was also diagnosed with sjogren's, pulmonary obstruction, and anatomical problems. I suffered with severe headaches everyday. I couldn't walk anymore. When I ate, I'd have fairing spells and burning internally. I have had several doctors appointments where I either had to be in a wheelchair or missed the appointment because I couldn't walk. I've temporarily stopped working on my job. My dentist told me that I've developed severe plagued due to dry mouth. I've spent thousands on sleeping aids, thinking I was snoring loudly, when all along my breathing was abated by b.i.I. I used to own a gym but stopped working out due to members and employees teasing me for being dramatic when I worked out. I wasn't acting, I couldn't breath well, I couldn't see well, and I couldn't walk well. So I stopped working out. I've been in and out urgent care, ER rooms, and have seen a myriad of doctors. I been asked to consider anti-depressants because the doctors couldn't find a cause for my symptoms. I had my implants removed on july 21 at (B)(6). Today is saturday, july 24. I am alive again. I can see, walk, breath, sit, and eat. I haven't tried to be more active since I'm still nursing a recent surgical operation to both breast. I didn't not replant, just explant. Will you please make bii a diagnosis? The effects to women is an epidemic level. FDA safety report ID # (B)(4).